Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported event could not be conclusively established. The account communicated that the patient experienced chronic renal failure with the inability to remove fluid with regular outpatient hemodialysis. According to the account, the patient required daily dialysis while inpatient and was unable to be transitioned back to outpatient hemodialysis and chose comfort care in the hospital. The patient expired on (B)(6) 2021 and heartmate ii lvas, serial number (B)(6), was not explanted for analysis. The heartmate ii lvas IFU is currently available. This IFU lists renal dysfunction and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The relevant sections of the device history records or (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 19may2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's cause of death was due to chronic renal failure with the inability to remove fluid with regular outpatient hemodialysis. Patient required daily dialysis while inpatient and was unable to be transitioned back to outpatient hemodialysis. Patient chose comfort care in the hospital. No further information was reported.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient expired. The patient was on end of life comfort care in the inpatient unit due to "other comorbidities." The pump functioned as intended and would not be explanted. No additional information was provided.